Manufacturer narrative:
(Hemoglobin drop > 5g/dl), angina, mi, nausea, and thrombosis, as listed in the xience v instructions for use (IFU) are known adverse events associated with coronary stenting. Additionally, these pt effects, along with elevated cardiac enzymes and hospitalization, are listed in risk assessment as no-fault post-procedure complications. Hemoglobin drop is not a pt effect generally associated with coronary stenting, but is a symptom that could be associated with many other things besides the xience v stents, such as the overall health and condition of the pt or medications the pt is taking. These pt effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the vomiting (nausea), angina, elevated cardiac enzymes, hemoglobin drop, and mi may have been secondary effects of the acute stent thrombosis, in which the pt was treated with percutaneous intervention of the proximal rca and hospitalized. In addition, it was reported that the lesion was not pre-dilated prior to stenting. It should be noted that the xience v IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It cannot be determined how direct stenting the lesion contributed to the reported pt effects.

Event description:
Reporting status: serious injury/required intervention/permanent impairment. Reporting rationale: thrombosis leading to mi requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, during direct stenting of the proximal rca and mid rca, the pt experienced vomiting and angina and was unable to tolerate the remainder of the procedure which was intervention to the cx artery. Nitroglycerin, clopidogrel and lisinopril were administered. The cardiac enzymes were elevated and there was a hemoglobin drop > 5g/dl. The pt was diagnosed with a q wave myocardial infarction due to acute stent thrombosis within the proximal rca. The following day, the cx artery was treated as planned and percutaneous intervention was performed on the proximal rca for treatment of the acute stent thrombosis. The pt was discharged to home in 2009. There is no additional info available.